Event description:
The customer reported the evis exera iii video system center video cuts in/out and it fails to lock. The event occurred during a pulmonary procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
This report is being submitted for the intermittent image.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image occurred due to a worn-out and poor connection of the video connector latch. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.